Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured august 09, 2014 to august 10,2014. Evaluation summary: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo inspection revealed no clear evidence of a leak. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. The device had been filled with fluorouracil 50mg/ml. This occurred before patient use. There was no patient involvement. No additional information is available.